Event description:
It was reported that the patient experienced significant pain at the pocket site when charging. The patient was treated with steroid pack and reportedly doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.